Event description:
It was reported via social media that the balloon ruptured and expanded the subintimal hematoma. Stingray lp catheter reentry device was selected for chronic total occlusion percutaneous coronary intervention (cto pci) procedure. During procedure, physician attempted hydrodynamic recanalization (hdr) strategy using non-bsc guidewire and unknown microcatheter. Contrast injection showed extra plaque tracking. Multiple attempts to redirect into the intraplaque space failed. Physician attempted antegrade dissection and re-entry (adr) strategy with stingray catheter, but the balloon ruptured and expanded the subintimal hematoma. Physician attempted another retrograde strategy and case was completed.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information and device status, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.